Manufacturer narrative:
Date of submission 11/14/2017 the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: the pump was unresponsive. There were no audio or vibrations, and the display remained blank. The battery compartment was found to be cracked and moisture was present.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a temperature (temp - moisture ingress) issue; exposure to salt water. There was no alleged pump damage. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.